Event description:
The customer called to inquire about trading in the device. The customer reported that the device was used in an incident where the device continuously alarmed "connect electrodes" and would not analyze a pt's rhythm. Police officers responded to a 911 call for a person who had gone to the bathroom and not returned after 15 mins. The first responders found the pt unconscious, pulseless and not breathing. Defib electrodes were attached to the pt and connected to the device and the device powered on. According to the reporter, the device would not analyze and would only alarm "connect electrodes." Resuscitation efforts were ceased after it was found that the pt had a living will with a "do not resuscitate" order.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. The reported problem could not be confirmed or reproduced. No pt event record of the reported event was found in device memory. The device was returned to the customer.